Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 30-sep-2020 under work order (B)(4) and sold on 08-jan-2021 as part of a lp-10-120 system. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 07-aug-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. The unit was tested and was found acceptable. The unit was returned to the customer.

Event description:
It was reported that the unit's cautory function hesitates and then stops working. No adverse event reported. No additional information. 1216677-2023-00118 lp-20-120 leep 2023-08-0000124.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.